Manufacturer narrative:
D10: 5370894 - 02-020-13-0330 - truliant cr cem fem cr cem right sz 3, 5418469 - 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, 5389677 - 02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm, 5394181 - 200-07-29 - advanced patella 29m 3 peg implant, 4895602 - 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. At the patient¿s 6-week post-op evaluation, the following was revealed: [active flexion: 100-110, active extension: 5-10.] It was discussed that manipulation may assist in getting her range of motion back. At 8-week post-op, the patient continued to have difficulty regaining rom. It was discussed that she was ready to proceed with manipulation. The right knee manipulation with kenalog injection was performed at 11-weeks post initial surgery. No further impact to the patient was reported. No other information is available.